Event description:
Diabetes nurse specialist reported obtaining a blood glucose result of 4.1 mmol/l on the accu-chek performa system. The nurse retested blood glucose, on a different device, with a result of 1.6 mmol/l. The nurse reportedly self-treated hypoglycemic symptoms; however, no details of treatment were provided. The location where the discrepant results were obtained was not provided. The manufacturer requested return of the suspect product and replacement product was shipped.